Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the arctic sun device was not cooling. Informed them to check chiller temperature t4, it was at 6c. Then run a functional test. The device would not cool below 26c. Discussed that this was indicative of a failed mixing pump and also discussed about the 2000-hour service since system hours were above 6000. The user stated they would order and replace those parts locally. Per follow up information received via phone on 05dec2024, it was reported that that mixing pump was replaced on-site, and the device has been repaired. The device was sent back to the unit and was available for use. No patient was involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the arctic sun device was not cooling. Informed them to check chiller temperature t4, it was at 6c. Then run a functional test. The device would not cool below 26c. Discussed that this was indicative of a failed mixing pump and also discussed about the 2000-hour service since system hours were above 6000. The user stated they would order and replace those parts locally.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the arctic sun device was not cooling. Informed them to check chiller temperature t4, it was at 6c. Then run a functional test. The device would not cool below 26c. Discussed that this was indicative of a failed mixing pump and also discussed about the 2000-hour service since system hours were above 6000. The user stated they would order and replace those parts locally.